Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headaches, reduced cardiopulmonary reserve, and stroke. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The only information available was the humidifier's serial number: (B)(6). No information was provided related to the base unit of the humidifier. A follow-up report will be submitted if additional information is received. H3 other text : device not returned to manufacturer.